Event description:
It was reported that there were defects in the wrinkled heat seal. The product was not used.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: we were unable to analyzer the instrument utilized in the reported event, as the instrument was not returned to us, we have reviewed related attachments and documented the circumstances as they were reported to us. The photograph was submitted; the package seal represented in the picture appears to have creases in the film that extend across the seal area. The wrinkled seal area may compromise the sterility of the product, but the seal cannot be confirmed. The information you provided is compiled monitored and reviewed by upper management on a routine basis for any associated trends. We value your assistance in providing us an opportunity to evaluate the reported event, as all information reported to our company is critical to our continuous improvement efforts. A batch record review was performed and no anomalies were found during the manufacturing process.